Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump stopped by itself, went to zero on the speed knob, and produced no alarm. The perfusionist turned the speed knob up and it started again. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility will send in the data logs to be evaluated by the manufacturer. This is related to MDR #1828100-2013-00955 and MDR #1828100-2013-01004 (same event, different date).